Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an external insulation abrasion that breached the outer insulation and exposed the outer coil consistent with friction to the device can was found at 15.3 cm to 15.4 cm.

Event description:
This report is to advise of an event observed during analysis.